Event description:
It was reported that pump malfunction alarm occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, completed reset with assistance, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.